Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The flush tube of the delivery system was disconnected. Fluid pathway leak was observed on the delivery system. The flush tube detached from the hose barb of the tether lock housing of the delivery system. There was a mechanical issue with the inner shaft location within the recapture cone of the delivery system. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the device cup of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The inner shaft is kinked at 2 cm from the distal end of the recapture cone. The inner shaft was recessed within the recapture cone. There was a leak inside of the delivery system handle while flushing. The flush tube was disconnected from the hose barb of the tether lock housing inside of the delivery system handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operative the handle of the leadless implantable pulse generator (ipg) exhibited a leak. The ipg system was attempted/not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.